Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had an erratic screen. The cse inspected the device and reseated the display cables. No parts were replaced. The unit passed extended self-testing.